Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unspecified note that stated, "malfunction". No specific pt info, device programming, or event details were provided. During testing at the user facility, the device displayed a proximal air in line alarm with no audible alarm tone. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.